Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (B)(6) found that there were no anomalies visually observed. The patient complaint was confirmed. The device led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they were seeing scrolling battery lights on the recharger. The following troubl eshooting steps were performed: reset for five seconds in dock then reset the recharger. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient called back and stated they never received their requested replacement recharger. Agent reviewed that a recharger had been sent, but if patient did not receive it another one will be sent. Confirmed address on file is still valid. Another email sent to repair for recharger replacement.